Manufacturer narrative:
Device deemed reportable on march 2, 2020. Investigation summary visual inspection: the insertion handle (p/n: 03.037.011, lot #: l282260) was returned and received assembled with the driving cap at us cq. Upon visual inspection, it was observed that the internal threads of the device were stripped. There were scratches on the device consistent with device use but have no impact on the functionality of the device. No other issues were identified with the returned devices. Functional test: the functional test was performed on the returned device. The driving cap cannot be fully assembled with the insertion handle due to damaged threads. The returned driving cap was being investigated under a different pi in the same pc. Can the complaint be replicated with the returned devices? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Insertion handle. Complaint confirmed? Yes, the internal threads of the received device were damaged. Hence confirming the allegation. Investigation conclusion : the complaint condition is confirmed for the driving cap/threaded (p/n: 03.010.523, lot #: l282260). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part: 03.037.011, lot: l282260, manufacturing site: (B)(4), release to warehouse date: 05. May 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection of the instruments in the tray it was noticed that the driving cap and insertion handle were dulled or misused. There was no patient involvement. This is report 1 of 1 for (B)(4).